Event description:
This report summarizes 67 malfunction events under the product code nha. A review of the events involved hexed abutments or their accessories fracturing or breaking during the restoration phase of the implant surgical process. These reports were received from various sources. Of the 67 events, no patient adverse events were reported. Therefore, no health consequences or demographics can be noted.

Manufacturer narrative:
There were 67 malfunction events indicating a fracture occurred with the abutment or its accessories. The 28 of 67 units were not returned for investigation. The 16 of the 28 devices did not have products returned for evaluation. Since the product was not returned for evaluation, no conclusion can be drawn. For the reported devices that included known lot numbers, a review of the device history record reveals any non-conformances noted during the manufacturing process. The review did not reveal any non-conformances. Therefore, the conclusion may be drawn that the device was manufactured under specifications. The 12 of the 28 units are pending investigation. Therefore, no conclusion may be drawn to the root cause of the fracture. The 39 of the 67 units were returned for product evaluations. The 2 of the 39 units evaluated concluded the device was not to be manufactured by biohorizons. The 12 of the 39 units are pending investigations. The 1 of the 39 units concluded the product function as designed. The 10 of the 39 units concluded the product to be damaged by the end-user the 14 of the 39 units could not determine the root cause of the fracture. A device history review was performed against valid reported lots. The device history review did not reveal any nonconformance. Therefore, the conclusion was drawn that the item was manufactured to specifications. For an abutment to fracture, the unit could be over-torqued during the restoration phase of the implant. Over torquing, the device would be outside of the instruction for use requirements to have the device function as designed. Devices involved: 3.0mm custom milled abutment; 3.5mm custom milled abutment; 3.5mm custom milled abutment, vulcan; 3.5mm multi-unit abutment, 17-degree, 2.25mm collar; 3.5mm multi-unit abutment, 30-degree, 3mm collar; 3.5mm multi-unit abutment, straight 3mm collar; 4.5mm custom milled abutment; 4.5mm hybrid abutment base, hexed; 4.5mm hybrid abutment base, non-hexed; abutment screw, multi-unit abutment. Biohorizons unknown prosthetic/component; internal 3.5mm custom cast abutment, hexed; internal 3.5mm laser-lok custom ti abutment; internal 3.5mm straight esthetic abutment; internal 3.5mm titanium base abutment; internal 3.5mm titanium temporary abutment, hexed; internal 4.5 simp sol abut, 4.0 hgt, 1.8 collar, laser-lok; internal 4.5mm custom cast abutment, hexed; internal 4.5mm laser-lok custom ti abutment; prosthetic screw, multi-unit, small. (B)(4).